Event description:
A physician was putting the screws on the patient's left tibia during the placement of a spanning external fixator. The second self-drilling, self-stopping screw that was placed broke as it was being drilled through the second cortex. The tip was left in the bone. The surgeon then went one screw proximal to that and placed another pin.